Event description:
It was reported that the patient used the 3 opsite post-op dressings and none of them were waterproof, each time the patient used them in the shower they soaked up full of water and came off. Patient had to go out and buy more to cover the stitches.